Event description:
We'll from the moment they put essure in on (B)(6) 2012, I have had back and pelvic pain joint pain hair loss and bloating.... Around (B)(6) 2013, I developed a rash all over my lower half of my body and vaginal area due to rash and pain loss of sexual activity with husband. (B)(4) update on (B)(6) 2014: will go in for a lavh on the (B)(6), leaving my ovaries hoping to take care of the pelvic pain, the painful intercourse, the joint pain, and the hair loss among many other things will submit another update after surgery.